Event description:
Zimmer dermatome ref. 8801-01, md applied oil and started using dermatome, it began to chatter causing incomplete harvest of donor skin from left ant. Thigh. Changed blades and applied more oil and the dermatome continued to chatter which caused another incomplete harvest.